Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: when the doctor is trying to connect the manta device with the manta sheath, the bypass tube with manta inside could not connect to the manta sheath and the manta did not want to go through the sheath. No intervention or patient harm reported. Completed with another device of the same model.

Manufacturer narrative:
A manta 14f ce closure, sheath hub, introducer and bypass tube were received by vascular solutions on 24-jan-2022. The device components were decontaminated then visually inspected. During inspection the engineer noted blood particulates visible on all components. The delivery tube of the manta closure was severely kinked. The button valve within the sheath hub was torn and completely displaced from its original position. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavi, a 14f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance and was unable to connect the manta sheath hub and manta closure together. The sheath and 14f ce manta device were removed off the guidewire and a second sheath and 14f ce manta were opened, deployed without complication; and successfully achieved hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.